Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out-of-range shock impedance measurement which was detected through the remote monitoring system. Upon review, pacemaker mediated tachycardia (pmt) episodes were also observed. The rest of the shock impedance measurements were in range and no noise was noted. Continued monitoring was planned. Additional information was received indicating that the cause of the observation was unknown. At this time, no intervention was performed, however, the patient was checked, device and lead measurements yielded normal results. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.